Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module delivered less than what it was supposed to. The customer stated, "we do not believe any fluid actually infused." The infusion was cisplatin 70mg/m2 x 1.6m2 = 110mg in 1200ml intended to run over 6 hours at a rate of 200ml/hr. The volume to be infused (vtbi) was set at 1170ml "to allow the infusion to alarm before running dry and flushing behind the medication. Guardrails drug library was used to program the infusion under the hemonc profile. Patient is on a complex chemotherapy regimen that was interrupted as a result of this dose not infusing properly. Consultations had to be made and decision ultimately made to readminister this dose. The infusion started on 02 august 2023 at 10:35pm, and the issue was discovered on 03 august 2023 at 4:28am. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module delivered less than what it was supposed to. The customer stated, "we do not believe any fluid actually infused." The infusion was cisplatin 70mg/m2 x 1.6m2 = 110mg in 1200ml intended to run over 6 hours at a rate of 200ml/hr. The volume to be infused (vtbi) was set at 1170ml "to allow the infusion to alarm before running dry and flushing behind the medication. Guardrails drug library was used to program the infusion under the hemonc profile. Patient is on a complex chemotherapy regimen that was interrupted as a result of this dose not infusing properly. Consultations had to be made and decision ultimately made to readminister this dose. The infusion started on (B)(6) 2023 at 10:35pm, and the issue was discovered on (B)(6) 2023 at 4:28am. There was patient involvement but no harm.